Event description:
Publication report of bowel impingement due to implant subsidence requiring revision. Publication reference: wilson, j.r.f, timothy, j., rao, a., sagar, p.m. (2013 june 17). Retrieval of a migrated axialif lumbosacral screw using fluoroscopic guidance with simultaneous real-time sigmoidoscopy; technical report. Spine. Doi: 10.1097/brs.0b013e31829fef1b.

Manufacturer narrative:
After revision of implant patient had resolution of bowel symptoms, and at 1 year follow up had resolution of back symptoms.